Event description:
A complainant alleged that one (1) of their employees experienced a reaction to cavicide with symptoms of chest tightness and problems breathing.

Manufacturer narrative:
The employee reported that her symptoms were alleviated after using an albuterol inhaler taken from the first aid kit in the office. To date, the employee is doing fine. The returned product was evaluated, yielding results within specifications. A DHR revealed that there were no deviations from the manufacturing process; the product was released within specifications and acceptable parameters. In addition, no similar complaints were received with regard to this lot.